Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 7.0 cm abdominal aortic aneurysm. It was reported that a CT scan discovered a type ia endoleak. No intervention has been performed and the event is ongoing. The physician stated that the cause of the type ia endoleak was due to patient anatomy; specifically, infrarenal neck dilation with angulation. No clinical sequelae were reported and the patient is being monitored by their physician.